Manufacturer narrative:
(B)(4)

Event description:
Wcq received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2004 and tvt was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.